Event description:
Reporter indicated that the sites dell handheld computer freezes at times after interrogation displaying "interrogation completed successfully" and then takes several minutes to display the menu screen.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.